Event description:
It was reported that the customer answered yes to the following survey questions: "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" And "is there any apparent damage or corrosion to the iui connector?" There was no patient involvement reported.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "iui damage or corrosion" based on the crb review and the limited information provided no further investigation actions will be performed. The root cause of the customer¿s complaint of iui damage or corrosion could not be confirmed, as no product was returned for investigation. The reported issue of iui damage or corrosion could not be confirmed, as no product was returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered yes to the following survey questions: "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" And "is there any apparent damage or corrosion to the iui connector?" There was no patient involvement reported.